Event description:
It was reported that cadd legacy pump alarmed fails occlusion at 11.06 psi. During testing. No patient injury reported.

Manufacturer narrative:
Other, other text: d5: unknown. E4: unknown. H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be intact. The event log showed evidence of error messages. Upon function testing, the reported problem was duplicated. A defective downstream occlusion sensor was found. The root cause of the reported problem is unknown. The sensor was replaced to resolve the issue. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.